Event description:
It was reported an intubated pt was placed on a bariatric bed with a turning mattress, left unattended with both foot-end side rails lowered, was found on the floor and had coded. The pt was successfully resuscitated and reported as doing well.